Event description:
It was reported the patient presented to the clinic for a routine follow-up. Upon interrogation, it was noted that the pacing lead impedance had increased. The lead was capped and replaced. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.